Event description:
It was reported patient presented to hospital to add a lv lead. When trying to reconnect the ICD, it was not possible to connect the atrial lead. Attempts were made with several hex wrench was unsuccessful. The ICD was replaced. There were no adverse consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.